Manufacturer narrative:
Conmed macrolyte premie dispersive electrodes are designed for use with electrosurgical generators during electrosurgery and provide a path for rf energy produced at the active electrode to return to the generator. This dispersive electrode is intended for use on low-birth weight infants, weighing less than (B)(6) and should only be used by, or under the supervision of, a trained physician, in hospital and surgical centers where procedures using rf energies are performed. A review of the manufacturing documents from the DHR/lhr for lot 1306195 has verified the devices were produced according to current and approved procedures and material specifications. In process inspection & visual checks were performed to ensure proper production of the shipped devices. No obvious discrepancies were observed with the DHR/lhr documents. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. One (1) 440-2400 was returned regarding a customer complaint stating that - "the operator couldn't output the esu and he felt different on usage". No patient burn. One (1) used device was returned to conmed complaint center for investigation. The returned device was examined in the laboratory. The in depth review of the wire/pad connection area indicates that the gel was in contact with the staple which could lead to corrosion. A green corrosion was observed on the wire connection area. The corroded wire could lead to non-functional device. The complaint failure mode was confirmed during the examination. Also, the complaint failure mode was reproduced through a study protocol performed during the failure mode investigation. Similar complaints were received for the reported failure mode (see referenced medwatch reports below). Product containment action was performed through a ship-hold and risk to patient was addressed through a health hazard evaluation. A CAPA was initiated to address the root cause and corrective action plan. No further corrective action is recommended at this time. Conmed is considering this complaint closed. The following medwatch reports are all associated: 3007305485-2014-00041, 3007305485-2014-00042, 3007305485-2014-00043, 3007305485-2014-00044, 3007305485-2014-00045, and, 3007305485-2014-00046.

Manufacturer narrative:
The device has been received at conmed corporation on (B)(4) 2014; however, a direct evaluation of the actual device has not yet commenced. Initial evaluation shows charring and/or corrosion at the tab of the dispersive electrode when the wire is stapled to the pad. This charring/corrosion was under the foam cover of the pad. A supplemental report will be submitted on completion of the quality engineering investigation.

Event description:
It was reported, "the operator couldn't output the esu and he felt different on usage." It was also reported that there was no patient injury.